Event description:
Home patient (hp) contacted baxter's technical service center to report they routinely experienced right shoulder pain approximately 1 hour their automated peritoneal dialysis therapy had concluded. The hp reported they connected the patient extension line prior to performing prime. After prime was complete, the hp stated that there was sometimes "a couple inches of air" at the top of the patient line of their home choice set. The hp then connected to the setup and performed therapy without performing the repriming procedure as advised in the patient-at-home guide. The hp stated they did not have an initial drain and that they performed the priming procedure correctly. They stated the shoulder pain subsided without medical intervention, although per the hp's request, the homechoice machine was replaced following this incident. The hp indicated they did not want to discuss the event any further. An attempt has been made to contact the hp's nurse and if additional information is received, a follow-up report will be filed.